Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation confirms that the complete lead was returned and was electrically continuous. There was insulation melted consistent with electro-cautery during the explant procedure.

Event description:
It was reported that this lead was explanted due to a product performance issue. No additional adverse patient effects were reported.